Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had replace battery now alarm without any warning. Customer¿s blood glucose was 101 mg/dl. Customer also stated that insulin pump alarmed for low reservoir and failed battery but after performing troubleshooting, insulin pump did not alarmed for failed battery test. Customer mentioned that they tested the insulin pump, it passed and no replacement required on based on insulin pump error. Insulin pump will not be returned for analysis.